Event description:
Pt was having tavr procedure. At the end of procedure after the removal of the endologin sheath, a percutaneous closure of the right femoral arteriotomy was attempted using the perclose suture. The two sets of perclose sutures were tightened in the usual manner. It was noted that hemostasis was not being achieved, therefore, it was decided to repair the right femoral artery surgically. Inspection of the right common femoral artery revealed quite extensive disease for a simple primary closure. During inspection, a 2mm fragment of plastic material was found inside the right femoral artery and removed. The fragment was a piece of the footplate of one of the proglide device. Reference MFR #2024168-2016-00386.